Event description:
It was reported to philips that charger not working. This is connected to loss of image related to a allura xper fd20. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-06/23/2023-004-c.